Event description:
Medtronic received a report that the distal end of the pipeline did not open. It was indicated that only the middle part began to deploy. A resheath was performed again, but the effect did not change, despite trying repeatedly. The phenom was pulled, along with the navien, after placing it to the position where deployment was started, it was first deployed within the navien. However, the tip still did not open. A separate product was taken out and the procedure continued. The sleeve was removed using m1 to 2, and when re-expanded, it started to open from the tip. The procedure was continued and the device was safely placed. The distal portion of the pipeline was positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline had been resheathed 3 or more times. No other device was used to deploy the stent. The stent was removed from the body with the microcatheter. The patient was undergoing surgery for treatment of a spindle-shaped, unruptured aneurysm in the right ic-cavernous with a max diameter of 20mm and a 10mm neck diameter. There was no health damage present. A dapt (dual antiplatelet treatment) was administered and the pru level was 146. The post-operative findings related to the blood flow contract with eclipse sign. The patient had a strong degree of vessel tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5 updated with additional information received pertaining to previously submitted report with rr #: 2029214-2022-00075. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the pipeline distal end failure to open was unknown. It was noted that no other devices or steps were attempted to open the pipeline.